Manufacturer narrative:
E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve product status and additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the guidewire was cut. A flexima drainage catheter system kit was selected for use during a ureteral stent insertion procedure. During the procedure, the guide wire was noted to be cut. The procedure was completed using a different device. There were no patient complications as a result of this event, and the patient was fine.